Event description:
During tlc placement to right subclavian, the guide wire from tlc kit became unraveled during removal of introducer needle and remained in skin. Physician removed the wire and asked for a second tlc kit. Second insertion presented no difficulty. In 2008, radiologist noted that there was a foreign object, possibly a piece of guidewire in the subclavian vein in the pt. Neurosurgeon reread the dictation. Chest xray, ultrasound, CT, and cta were repeated. Interventional radiology and vascular surgery were consulted. After several consultations, pt elected to keep object implanted in soft tissue.